Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during follow-up visit, two inappropriate shocks were delivered due to t-wave oversensing. Reprogramming was discussed. At next follow up, reprogramming and induction test were performed. Physician decided to revise the system because vf was not recognized well during test. The rv lead was partially capped and a new sense/pace lead was added.